Manufacturer narrative:
A photo was provided of the lens in the eye. The lens is anterior surface up. An area is circled on the photo, foreign material can be seen within the circled area. The exact location of the foreign material cannot be confirmed. Video review: video does not show lens preparation. The cartridge comes into view, the iol is in the pause location. The iol appears to be folded correctly. The iol is advanced intermittently with the plunger, as the iol unfolds in the eye, the haptic is dislodged from its resting place on the optic using surgical tool. There appears to be a piece of shiny foreign material where the haptic had been resting on the optic. Based on our observation of the attached photo, there is foreign material on the iol. A definitive determination of the iol condition cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a shiny reflecting foreign material which seemed like a piece of metal was found in the lens optic after implantation. The foreign material could not be removed easily and the surgery was completed without product replacement. The product still remains in the eye. Additional information has been requested and received stating after iol insertion, iop is slightly elevated at 23.8 mmhg, but causality is unknown.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of the lens in the eye. The lens is anterior surface up. Reported complaint cannot be confirmed from the provided the manufacturer internal reference number is: (B)(4).